Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer maintenance required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, march 19, 2022, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the full height drawer 4 failed. A field service engineer (fse) replaced latch inseparable due to missing magnet. The system functioned as intended after the field service engineer repaired the device.